Manufacturer narrative:
(B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2012, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, a type ii endoleak originating from the inferior mesenteric artery was identified and treated with clipping of the inferior mesenteric artery and vein on (B)(6) 2017. The patient tolerated the procedure.